Manufacturer narrative:
Other, other text: three cassette samples were returned for analysts. One of these samples had an arched pump tube which subsequently failed accuracy testing. Production personnel did not detect out of specification arch tube. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medial ambulatory infusion pumps/cadd cassette reservoirs - flow stop had under delivery of medical fluid was observed in the product. The customer noticed there was a discrepancy between the indicated value and the actually remaining amount. No patient injury reported.